Event description:
It was reported that the subject device had cloudy vision. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The initial medwatch reported the returned device of a non reportable failure of cloudy vision, because it was reported under another device type that is very similar in name to the actual one it was believed to be a reportable event. Also, the customer returned the device and the investigation provided non reportable events. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.